Manufacturer narrative:
Lot 7050341: (B)(4). Lot 06421245: (B)(4). Additional devices implanted and/or related to this event: pxt311417/7050341. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2016, revealed a proximal type I endoleak and a type ii endoleak feeding from the lumbar artery. There is no aneurysm enlargement. The device has migrated 2 cm from the renal arteries and the proximal abdominal aortic neck has become angulated. The physician reintervened on (B)(6) 2016, and implanted an aortic extender endoprosthesis and used aptus heli-fx endoanchor system. The patient had a proximal type I endoleak which was resolved, nothing was done to correct the type ii endoleak, the physician is taking a wait and watch approach. The patient tolerated the reintervention.